Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 48-year-old female (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the purge reservoir broke. The team replaced the impella cp with another cp. There was no patient harm.

Manufacturer narrative:
The investigation for the reported purge reservoir break has been completed. The impella cp was returned with purge system bypassed with needle. The purge sidearm was returned with purge line cut at the filter end to the red plug. The purge sidearm was visually inspected and the sidearm joint to the reservoir was observed to be cracked and damaged due to characteristic of excessive force. No other abnormalities were found. The root cause of the purge reservoir break was user-related as excessive force caused damage to the yellow luer to the reservoir joint. Change h6 impact code 2199 to 4629.